Event description:
The patient's implantable neurostimulator (ins) system was not working. An x-ray showed the lead was in position. Ins interrogation showed high impedances. The lead was explanted and replaced due to lead failure. The ins was also repositioned during the surgery as it was uncomfortable for the patient. The patient had no further complaints. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).